Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect; however, the treatments appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2013, a 3.0x23mm and a 2.75x12mm xience prime stents were implanted in the mid left anterior descending (lad) coronary artery lesion. On (B)(6) 2015, re-stenosis was noted in the 3.0x23mm xience prime stent. On (B)(6) 2015, the patient was hospitalized and a stent was implanted as treatment. A new dual anti-platelet therapy was prescribed and the event resolved without sequela. There was no additional information provided.